Event description:
It was reported that an anesthetized patient sustained a 10-cm burn on the posterior aspect of the upper right arm during a MRI brain exam. The burn area developed multiple 1-cm blisters. Additional smaller blisters were observed. There was no information on medical treatment received by the patient. The exam consisted of 22 scans that lasted 1 hour and 21 minutes. The exam utilized an 8-channel invivo neurovascular array. The customer stated that recommended mr padding was not applied on the patient because the patient was not touching the bore. Instead, the customer used towels and blankets to be placed around the patient. The burn was not noticed until the patient woke up after the exam.

Manufacturer narrative:
The pulse sequences used for the exam were fse, gre, epi, asset, epi and flair. The durations for the series were the following: loc (9sec), loc (9sec), asset (12sec), vasc pc (29sec), vasc pc (29sec), epi (2.16sec), flair (2.20sec), ax t2 (47sec), gre (1.48sec), ax t1 (1.43sec), cor t2 (47sec), vasc pc (1.06sec), spgr (4.32sec), 3d tof (5.51sec), 3d tof- (12.50sec), ax t2 (2.49sec), cor flair (2.20sec), loc (9sec), vasc pc (27sec), angio gd (1.44sec), spgr 3d (2.43sec), and ax t1 (2.27sec). Ge healthcare has initiated an investigation for this event.